Manufacturer narrative:
(B)(4). Results: evaluation of the returned product shows the unit powered on. The alarm and low battery indicator did not sound when it should. Also the tone selector button does not work. The unit battery door is missing and the 9v battery snap hard cover is broken. Note: posey instructions for use and proper handling. If the posey keepsafe is subjected to severe mechanical shock, such as dropping, or is submerged in liquid, it may stop functioning as designed. Visually inspect the unit for cracks in the case, missing screws, missing battery door, broken wires or signs of exposure to liquid. After each incident, you must verify that the unit is working properly. (B)(4).

Event description:
Customer reported that the alarm has a continuous chirp even when the alarm is tested with new batteries. There was no patient incident or injury reported.